Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 134 mg/dl (advantage) and 80 mg/dl (ambulance aviva meter) information regarding aviva meter was not available at the time of the call. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.